Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
During investigation of the device it was found that the lancet protrudes beyond the end cap of the multiclix device. No accidental stick reported. No adverse event reported.